Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following results:a review of the black box showed dates from 01/09/2014 to 01/20/2014; there was no information from the reported event date for the rewind issue. The time and date were accurately set at the start of investigation. The pump was able to successfully perform a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms. The pump cover was opened and the internal motor was tested with no issues. No internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump would not perform the rewind function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged rewind issue remained unresolved with troubleshooting.